Event description:
On august 31, 2006, the lay user/ reporter contacted lifescan (lfs) alleging the one touch surestep enhanced meter had segments missing from the characters on the display. The med affairs specialist (mas) contacted the pt to obtain and verify info; however, was unable to reach him by telephone. On september 5, 2006, the mas mailed a letter requesting the pt contact medical affairs. On the event date, the pt noted there were segments missing from the characters on the display of the reported meter. At that time, the pt was experienced the symptom of shaking. The pt was unable to state if he tested his blood glucose level before, during or after this symptoms, and what the readings were. At 11:00 am, the pt received assistance/advice from a healthcare professional and was treated with food and/or a beverage. It would have been helpful to determine for how long the meter was missing segments, if the pt tested his blood glucose level while symptomatic and if so, what the results were, if the hcp tested his blood glucose level, what food or beverage was given as treatment, what meals or medications had been taken prior to the event, his medication regimen, and if medication doses are adjusted based on meter readings. The meter, test strips and control solution were replaced. The pt was unable to obtain an actionable blood glucose reading on the reported meter and reported the device having missing segments on the display. He developed symptoms that suggest he was hypoglycemic and received assistance from a healthcare professional, and was treated with food. Therefore, this complaint is being reported as an adverse event.